Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. It was stated by the customer that an on-site technician was not required and that the customer ordered a new cable. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units ECG cable has disturbances. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.